Event description:
On (B)(6) 2014, reporter received an email from account management at coloplast corporation with a letter of notification for the corrective and removal action for the conveen contour leg bag. Effective (B)(6) 2014, coloplast is performing a corrective and removal action on the following product numbers and lot numbers due to potential leakage from the bag seam when filled. Reporter cannot identify evidence confirming that the FDA is aware. Product number 5170. Lot numbers: 3880261, 3932929, 3940329, 3949825, 3968997, 3997778, 4019572, 4047072, 4056422, 4073930, 4092991. Product number 5171. Lot numbers: 3997492, 4006822, 405623, 4100228. Product number 5174. Lot numbers: 3880268, 3932933, 3940332, 3949828, 3969002, 3997782, 40195721, 4047075, 4056428, 4073934, 4092990. (B)(4). Frequency: prn/as needed, route: urinary tract. Diagnosis or reason for use: urinary incontinence.